Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor glucose versus blood glucose differences from the sensor. The customer stated that the pump went into threshold suspend. The customer's blood glucose was 6.4 mmol/l while the sensor glucose reading was 3.2 mmol/l. The customer also received calibration not accepted alerts. Customer was advised that 2 consecutive calibration not accepted alerts will lead to a change sensor alert. The customer was advised to call back if further assistance is needed.